Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) discussed that impedance trending was stable around the 100-120 ohm range in a single coil configuration, and continued monitoring was recommended to ensure impedance measurements did not rise to the 140-150 ohm range. Ts also recommended bringing the patient to the clinic to reset the alert condition and potentially increasing the alert value to 150 ohms. This crt-d and rv lead remain in service. No additional adverse patient effects were reported.